Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming testing. The cause of the test failure was isolated to a defective u725 component (a low capacitance, low charge injection multiplexer). U725 was out of tolerance at pin 1. The root cause of the defective u725 was unable to be positively identified. No adverse event resulted from the defective u725. The patient received a replacement electrode belt.

Event description:
During service investigation of a (B)(6) male patient's belt which was returned for an unrelated reason, a reportable problem was discovered. The belt failed incoming testing. The patient was issued a replacement belt.